Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the retrieval basket with stone became stuck in the pt. As the staff prepared to cut the wire and proceed with the extraction, the pt became agitated, dislodged the bite block and bit the scope. There was no report of pt injury.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information and was informed that the retrieval basket became stuck in the common bile duct after the stone had been captured. The user was unable to crush the stone, as the stone was said to be very large and hard. The user reportedly cut the wires from the handle, and the remainder wires were inserted in the wire retrieval cable. The pt was said to have been released on the same day of the procedure; however, the procedure was extended for 30-45 minutes. The procedure was completed with the use of a lithocrush. The pt is reportedly doing fine. The user facility staff further reported that they did not believe that the flower basket was the problem, but rather it was due to the size of the stone. The device instruction manual warns users, "do not use this instrument if the target calculus is found to be impossible to retrieve through preoperative diagnosis, interoperative contrast enhancing, or after papillotomy/papillary dilation. Do not use this instrument to grasp multiple calculi at one time. Doing so may make it impossible to remove the basket (with calculi engaged) from the pt." The subject device was not returned to olympus as it was discarded by the user facility after the procedure.